Event description:
It was initially reported that a critical alarm was not audible at the cic, but an alarm was audible at the bedside monitor. A pt death was reported. Upon further conversation with the hospital, ge healthcare learned that the cic did provide an audible alarm, but the volume was allegedly set too low and this contributed to the delay in clinical response. The ICU manager stated he found the alarms were set at 40% volume. He reset the volume to 100%. After coming on site, ge bmet verified the alarms were set at 100% and were audible following the event. Ge bmet set the alarm volume default minimum and maximum limits in the service menu to be 100%.

Manufacturer narrative:
Narrative: ge healthcare received log files for investigation. The log file analysis revealed that at 10:55:30, the pt monitor had a clinical condition that was classified as vfib/vtac. This started to audibly and visually alarm at a crisis priority. The volume at the cic was configured to be 40% of the system maximum volume, thus confirming the statement by the ICU manager. The pt monitor continued to call a number of crisis priority calls over the next 40 minutes. This included numerous vfib/vtac, asystole and vtach alarms. There were no user interactions with the system between 09:46:57 and 11:40:23. At 13:32:58, logs confirm that an operator changed the alarm volume at the cic to 100%. Based upon the log file analysis, the system operated as designed. The device is currently in use at the customer site. No further actions are planned at this time.